Event description:
It was reported that the monitors on the system would intermittently go black. Also the image quality is poor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable connection to the monitor was replaced during the service call. The system was tested and found to be working as intended, and put back into service.